Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. As the device was not returned for evaluation; visual, functional, and dimensional inspections could not be performed. Therefore the reported issue could not be confirmed. Since the reported device was not returned for evaluation, the reported issue was unable to be substantiated. Based on history of similar reported complaints for the reported issue, the most probable cause of the facility¿s observation was determined to be excessive forces (i.e. Side-loading, unknown user technique) during clinical use. The instructions for use (IFU) for arthroscopic shavers (as) states the following applicable warning related to this failure mode: "do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 0001056128-2014-00007 filed on (B)(4) 2014 where the tip broke off and the procedure went from arthroscopic to open in order to remove the tip. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned for evaluation.

Event description:
It was reported that during a procedure the "tip of shaver broke off." The procedure was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.